Event description:
It was reported that during unpacking of the 8fr. 25cm flexima nephrostomy catheter, the pouch was found unsealed. The device did not come in contact with the patient.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).